Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2020, a customer reported that her adc freestyle libre detached after 5 days of wear. On (B)(6) 2020, customer reported that due to a delivery issue involving the replacement product, she was unable to test and on (B)(6) 2020, she experienced a medical event. Customer reported experiencing symptoms of confusion, sweating, and tiredness and had contact with an hcp. The customer was monitored for 4 hours and given 2 packs of oral glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.